Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule at all areas treated" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injected in the, "deep neck rhytids," with juvéderm vollure¿ xc, on 2 occasions, 1 week apart. 2 months later, patient experienced inflammatory nodules at injection sites. The patient was treated almost 2 months later with hylenex. Symptoms resolved 3 1/2 weeks after treatment. This is the same event and the same patient reported under MDR ID #3005113652-2019-00169 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm vollure¿ xc.